Event description:
Following an implant procedure, it was noted that there was no capture on the right ventricular (rv) lead. Fluoroscopy was performed and a perforation was noted at the right ventricular apex. The rv lead was explanted and replaced to resolve the event. No further intervention was required and there were no alleged malfunctions against any abbott device. The patient was stable following the revision procedure.